Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that after the battery was changed, the keypad buttons were not responding to confirm the ¿verify screen¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings:the keypad was observed to be intact with no peeling or other damage. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the battery compartment threads were found to be damaged. The battery compartment was found to be free of contamination and moisture damage. The battery cap was inserted and was able to attach securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.